Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen twice while transferring to their rolling chair. During a pocket revision procedure it was noted an infection was present and the device had migrated below the original pocket location. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and left ventricular (lv) lead were explanted and the right ventricular (rv) lead was capped. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.